Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the lamp did not light due to power unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the lamp would not light. The problem, as reported to olympus, was identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena were reproduced and it was presumed that the reported ¿xenon light could not be turned on¿ and ¿the main lamp did not light up¿ were due to the failure of the converter (dp146700). The cause of the converter failure could not be identified. Olympus will continue to monitor field performance for this device.